Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the bloodline tubing was damaged during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine which resulted in blood loss. The bloodline damage was the result of a defect of the machine's blood pump rotor. The biomed stated the issue was discovered near the completion of the patient's treatment when blood was visually observed leaking from the area where the blood pump rotor is located. Additional information was acquired during follow-up. The biomed stated that the patient's estimated blood loss (ebl) was "only a few cc's" however the exact amount is unknown. The patient did not experience a serious injury or require medical intervention. The patient was able to complete treatment on the day of the event after being moved to a different machine that was setup with new supplies. The machine was removed from service following the event. A replacement blood pump rotor was ordered and pending arrival at the time of follow-up. The complaint sample is available to be returned to the manufacturer for a physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the bloodline tubing was damaged during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine which resulted in blood loss. The bloodline damage was the result of a defect of the machine's blood pump rotor. The biomed stated the issue was discovered near the completion of the patient's treatment when blood was visually observed leaking from the area where the blood pump rotor is located. Additional information was acquired during follow-up. The biomed stated that the patient's estimated blood loss (ebl) was "only a few cc's" however the exact amount is unknown. The patient did not experience a serious injury or require medical intervention. The patient was able to complete treatment on the day of the event after being moved to a different machine that was setup with new supplies. The machine was removed from service following the event. A replacement blood pump rotor was ordered and pending arrival at the time of follow-up. The complaint sample is available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. An inspection of the returned rotor showed one of the rear guide sheave (polymer sleeve) loose and deformed. There are no discrepancies with the other three guide pin and sleeves. It was also noted that the spring for the locking lever is damaged. The returned rotor was installed onto the blood pump module of a test machine for testing .a patient test was performed with the fresenius combiset bloodline and water in dialysis. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. The defective sleeve did not slip out and remained intact with guide pin throughout the test.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the bloodline tubing was damaged during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine which resulted in blood loss. The bloodline damage was the result of a defect of the machine's blood pump rotor. The biomed stated the issue was discovered near the completion of the patient's treatment when blood was visually observed leaking from the area where the blood pump rotor is located. Additional information was acquired during follow-up. The biomed stated that the patient's estimated blood loss (ebl) was "only a few cc's" however the exact amount is unknown. The patient did not experience a serious injury or require medical intervention. The patient was able to complete treatment on the day of the event after being moved to a different machine that was setup with new supplies. The machine was removed from service following the event. A replacement blood pump rotor was ordered and pending arrival at the time of follow-up. The complaint sample is available to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the bloodline tubing was damaged during a patient's hemodialysis (hd) treatment on a fresenius 2008t machine which resulted in blood loss. The bloodline damage was the result of a defect of the machine's blood pump rotor. The biomed stated the issue was discovered near the completion of the patient's treatment when blood was visually observed leaking from the area where the blood pump rotor is located. Additional information was acquired during follow-up. The biomed stated that the patient's estimated blood loss (ebl) was "only a few cc's" however the exact amount is unknown. The patient did not experience a serious injury or require medical intervention. The patient was able to complete treatment on the day of the event after being moved to a different machine that was setup with new supplies. The machine was removed from service following the event. A replacement blood pump rotor was ordered and pending arrival at the time of follow-up. The complaint sample is available to be returned to the manufacturer for a physical evaluation.